Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker, another manufacturer's right atrial (ra) and right ventricular (rv) lead exhibited noise, oversensing and increased pacing impedance measurements. Ra pacing impedance measurements were noted to have increased from 600 to 1,300 ohms and rv pacing impedance measurements increased from 500 to greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. The noise on the ra channel was felt to be consistent with oversensing related to the respiratory rate trend (rrt) feature. The noise on the rv channel was observed after activation of the lss and was felt to be related to unipolar configuration as part of the lss operation. A device header problem was suspected. An invasive procedure was performed. After the pocket was opened, the physician gently tugged on the leads and noted they were fully secured in the device header. The device was explanted and replaced and the leads remain implanted and in service. No additional adverse patient effects were reported.